Event description:
It was reported to philips that the system was not starting. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. When the system was started up, the data monitor showed endless loop that the pc wants to boot from the network. The fse restarted the system and observed the pc in the m-cabinet and found that the hd1 (hard disk) and hd2 were off, hd3 was lit. Upon further troubleshooting, the fse found that the hard drive slot was defective. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The fse replaced the host pc, reused the old hard drive and loaded new license. The system did not log at the time of event. This is consistent with a host pc malfunction, as it indicates that the host pc, which is responsible for recording system logs, was down at the time of event. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.